Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery failure, which interrupted delivery. It is unknown if there was patient injury or medical intervention related to the device. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a battery depleted alarm was discovered and confirmed in the device event history by baxter. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction: upon review of the event history on (B)(6), it was discovered that this occurence of a battery depleted alarm did not interrupt delivery. Therefore, this event is no longer considered reportable.